Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting far r oversensing that was causing inappropriate automatic mode switches. No changes or intervention was reported. There were no patient consequences.